Event description:
Customer states that they had a (B)(4) unit and it started to smoke and melted. A fire extinguisher was used on the unit. Unsure if actual flames were present, as it was reported that the unit just got hot and started to melt. The customer also stated that they thought the problem was with the wall outlet, so the unit was discarded and they have nothing to return for evaluation. No injury was reported.

Manufacturer narrative:
The consumer was missing the last digit from the serial number, but we were able to retrieve the actual manufacture date from what was provided.